Event description:
The patient was enrolled in the (B)(4) study with non st segment elevations acute coronary syndrome. The patient had a lesion in the mid left anterior descending (lad) artery and a lesion in the first diagonal. The lesion in the mid lad had 60% stenosis, was type b1, de novo, moderately calcified and 10mm in length. The vessel was 3.2mm in diameter. A 3.0 x 13mm cypher stent was implanted at 16atm. There appeared to be some haziness after the stent was implanted. The haziness was not within the stent, but just distal to the stent and may have been due to a local dissection; which was never flow limiting. No thrombus was seen. Therefore, a 3.0 x 13mm cypher stent was implanted at 14atm as treatment. The stents were post-dilated. The lesion in the first diagonal had 80% stenosis, was type b1, de novo and 8mm in length. The vessel was 2.5mm in diameter. The lesion was pre-dilated and a 2.5x 13mm cypher stent was implanted at 14atm. The stent was post-dilated. Post procedure, the patient's troponin levels were noted to be elevated.

Manufacturer narrative:
The following products were used during the index procedure: a 3.25 x 8mm balloon catheter, a 2.0 x 8mm balloon catheter and a 2.5 x 8mm balloon catheter. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00243, 3003742446-2011-00244 and 3003742446-2011-00245. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00243, 3003742446-2011-00244 and 3003742446-2011-00245. Information received from the (B)(4) study indicated that a patient experienced a dissection after having a coronary artery stent implanted and had elevated troponins post procedure, of note the patient's ck and ck-mb were elevated pre-procedure. The patient's medical history is significant for positive functional study for ischemia, family history of coronary artery disease, non-st segment acute coronary syndrome, peripheral artery disease, hyperlipidemia, hypertension and prostate cancer. The patient was enrolled in the (B)(4) study with non st segment elevations acute coronary syndrome. The patient had a lesion in the mid left anterior descending (lad) artery and a lesion in the first diagonal. The lesion in the mid lad had 60% stenosis, was type b1, de novo, moderately calcified and 10mm in length. The vessel was 3.2mm in diameter. A 3.0 x 13mm cypher stent was implanted at 16atm. There appeared to be some haziness after the stent was implanted. The haziness was not within the stent, but just distal to the stent and may have been due to a local dissection; which was never flow limiting. No thrombus was seen. Therefore, a 3.0 x 13mm cypher stent was implanted at 14atm as treatment. The stents were post-dilated. The lesion in the first diagonal had 80% stenosis, was type b1, de novo and 8mm in length. The vessel was 2.5mm in diameter. The lesion was pre-dilated and a 2.5x 13mm cypher stent was implanted at 14atm. The stent was post-dilated. Post procedure the patient's troponin levels were noted to be elevated. The event resolved without sequel and the patient was discharged the following day. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that this event is related to the design or manufacturing process therefore no action is required.